Manufacturer narrative:
Continuation of concomitant medical products : product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-mar-20. The rep did not know the cause of the patient¿s inability to move their extremities. The rep believes it may have been a spinal hematoma. As of being notified by the physician, the patient had begun to regain movement of their extremities. The device was explanted and would not be returned as it was most likely disposed of. This information was given to the rep by the physician. The rep has no further information at this time. Additional information was received from the rep via the patient¿s wife on 2018-mar-29. The rep noted that this was confirmed with the physician. When the patient was in post-operative recovery on (B)(6) 2018 they noticed new numbness in their legs. There were no environmental/external/patient factors that may have led or contributed to the issue. The entire system was explanted on (B)(6) 2018. It was unknown if the issue was resolved. The product was explanted without notifying the reps. Per the patient¿s wife, the patient was unable to walk properly. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that following the implant procedure on b)(6) 2018, the patient was unable to move their extremities. The device was explanted on b)(6) 2018 due to the complications post-surgery. Nofurther complications are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. I twas reported that the spinal cord stimulation was taken out the day after it was implanted because it did not work. The patient had an emergency procedure to remove the whole system. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.